Manufacturer narrative:
(B)(6). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right elbow arthroplasty, and subsequently has been indicated for a revision due to component fracture secondary to pseudarthrosis. It is also noted that the patient has bone loss/erosion. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right elbow arthroplasty, and subsequently has been indicated for a revision due to component fracture secondary to pseudarthrosis. It is also noted that the patient has bone loss/erosion and loosening. No further information has been provided.